Manufacturer narrative:
The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported events could not be conclusively determined. The reported surgical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm sjm regent heart valve w/ flex cuff valve was chosen for a aortic valve replacement (avr) procedure. The valve was implanted, four minutes after the procedure, the physician noticed oozing of blood from suture line in the cuff. The valve was explanted and a new 23mm sjm regent heart valve w/ flex cuff valve was implanted. The physician mentioned the weaving cuff was thin and porosity was more. The patient was reported discharged.

Manufacturer narrative:
A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported events could not be conclusively determined. The reported surgical intervention was a resulted of case-specific circumstances as the device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.